Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed the wirebond was broken. Concomitant products: 4592-45, implantable pacing lead, (B)(6) 2005; 419378, implantable pacing lead, (B)(6) 2005; 407652, implantable pacing lead, (B)(6) 2005. (B)(4).

Event description:
It was reported that the device had unexpected longevity. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion.

Manufacturer narrative:
The device was further analyzed. The additional device analysis found the battery to be out of specification for an electrical parameter. The returned device had broken hybrid bond wires.